Event description:
It was reported that the left ventricular (lv) lead exhibited pacing inhibition due to this right ventricular (rv) lead having a noisy channel. It was noted that there was no greater than two second asystole. Technical services (ts) was consulted, discussed possible reprogramming options and noted lv lead high capture threshold, this rv lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).